Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Device not returned for evaluation at this time.

Manufacturer narrative:
During the device evaluation, corrosion was found in the motor assembly. Increased friction due to corrosion is a probable cause of the reported overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.